Event description:
It was reported by the customer that during puncture, barbs were found at the proximal end of the guide wire. Due to the concern about safety, the use of the device was discontinued. A new device was unpacked to continue the operation. It was reported this occurred with 2 devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer that during puncture, barbs were found at the proximal end of the guide wire. Due to the concern about safety, the use of the device was discontinued. A new device was unpacked to continue the operation. It was reported this occurred with 2 devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of applicable information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the root cause could not be determined. One photograph of a guidewire was returned for evaluation. An initial visual observation of the photograph showed a segment of a guidewire. What appears to be a burr was observed on one side of the sample. No use residue or other details of the damage were observed in the returned photograph. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer that during puncture, barbs were found at the proximal end of the guide wire. Due to the concern about safety, the use of the device was discontinued. A new device was unpacked to continue the operation. It was reported this occurred with 2 devices. This report addresses the first device.